Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device has accuracy issue. No patient injury reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be broken, a lifted dso seal, and a worn uso seal. There was no evidence of the reported problem in the device's event history log. Three accuracy tests were performed. Upon testing, the reported problem was unable to be duplicated, the device was slightly under delivering but within the published within manufacturing specifications. It was determined that the root cause was the expulsor. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; g2 email is: (B)(4).